Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed found a loose connection of control board. The control board connection was tightened, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was shutting down automatically. There was no report of patient involvement.